Manufacturer narrative:
Product number: 1899200 ¿ microdebrider, m5; serial number ¿ (B)(4); lot number ¿ 209435003; 510k number ¿ k081277; pro code - erl. Initial report occupation: or team lead. Xom unknown bur: a portion of the high speed bur was returned, stuck inside an m5 handpiece. A blue hub confirms that it was a high speed bur. However, no testing could be performed as only a portion of the broken bur was received. 1899200 (microdebrider m5): the product analysis indicates that there was a blue bur broken off in the handpiece. The handpiece was disassembled. The broken bur was removed and in consideration of normal wear and tear, the rear seal and bearing cup assembly was replaced. The handpiece was repaired, cleaned, tested, and passed all manufacturing specifications.

Event description:
It was reported that a high speed bur broke during use, which did not result in fragments. The bur was stuck in the handpiece and while trying to remove it, a portion of the bur broke off. There was no patient impact.